Event description:
It was originally reported that the patient was ¿just handed¿ the programmer and recharger and told to read the manuals. The patient felt the clinician should have taken time to sit down and explain how to use them. The patient¿s programmer did not display the ¿parameter row.¿ it was also noted that the patient experienced several uncomfortable sessions when her voltage was raised. Ten days later it was reported that the patient had a loss of therapeutic effect. The stimulation was not working the same as it had in the past and the patient was not sure if she was getting any benefit at all from it. The patient also reported getting ¿other¿ sensations from therapy too. The patient asked for frequent adjustments if she did not think therapy was working right. At the time of the report the patient was on a ¿two week stimulation holiday¿ so the patient could decide whether she was getting stimulation benefit or not and whether she wanted to continue using stimulation. The patient got herself worked up and got emotional at clinic visits. A week later it was reported that were no results yet from the patient¿s ¿stimulation holiday.¿ no interventions were planned or had occurred and the patient¿s healthcare provider (hcp) wanted the patient to continue with her therapy. It was later reported on (B)(6) 2013 that the device worked really well in the beginning. She had three weeks of good relief but then did not work well after that. Six different times it caused pain in her head. She felt as though her brain was being fried, she was screaming, the first time it happened. The worst one was six weeks ago. For a week, it was very tender like a bruise on her head. She was frustrated because the device was not working as well as it used to. Her health care provider (hcp) had her come in to be seen, the company representative was also there, in the middle of (B)(6). She told her hcp that the ins was causing pain but that it had seemed to stop. Uncomfortable stimulation had not been felt since. She was shown how to turn the stimulation down with the patient programmer. The best setting was at 8.0v but since she felt uncomfortable stimulation in her eye at 8.0v, she keeps it at 7.5v. It was clarified that the stimulation was turned off for two weeks per the hcp request. During that time the pain was the worse. She has since turned the ins back on. However, she was kicking and thrashing and screaming two nights ago due to the pain, so she knew the therapy was not working as well as it should. Some ¿side effects¿ from the motor cortex stimulation was noticed in her speech and memory. They were ¿known side effects¿ but since this was an off-label use, there were no known side effects. The next day on (B)(6) 2013 it was reported that more complete education might have helped her from the beginning and helped with some of the uncomfortable stimulation. Parameter row access was not available during the uncomfortable stimulation events. That access was then added so she could turn the stimulation down when needed. When she turns the stimulation on, it can be uncomfortable which was not related to the six painful stimulation events previously mentioned. When the ins was first put in, the device was set at 0.10v and worked great to address the pain for the first day or two. After that the hcp increased the stimulation often. Her pain was worse at nighttime. On (B)(6) 2013, the patient was reported as being upset, mad and angry. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).